Manufacturer narrative:
Analysis of the product revealed that the distal tip section that contains the proximal and distal marker bands was missing. The total length of the subject device returned measured 146.9cm as opposed to a specification of 150cm ± 2 cm. The distal section was not returned. Additional information obtained from end user indicated that the catheter was checked when removed from the packaging and no anomalies were noted. The catheter was flushed to facilitate guidewire insertion. No friction was experienced during guidewire insertion and catheter's tip steam shaping was performed outside the patient¿s body. Based on this information, it¿s probable that handling of the catheter during steam shaping likely cause the tip detachment as no issues were encountered with the catheter prior to tip shaping preparation.

Event description:
Analysis of the returned device found that the distal tip section of the catheter was missing. This device did not come in contact with the patient.